Event description:
Related manufacturer reference number: 2017865-2024-63113, related manufacturer reference number: 2017865-2024-63114, related manufacturer reference number: 2017865-2024-63115. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death is congestive heart failure, dementia and chronic obstructive pulmonary disease (copd).

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found.